Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 1382.7 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that motor stall seen at initial interrogation. It was unknown if the patient recently had an magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred: motor stall (active) and motor stall and recovery. The hcp stated that the pump stalled, recovered, then stalled again with no recovery. The hcp wanted to reach her manufacturer representative to coordinate replacement as soon as possible. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2018 revealed a motor gear train anomaly regarding corrosion and/or wear and or lubrication; stall was due to the shaft-bearing. Update/correction: the previously applied device code (B)(4) was previously applied in error and has been replaced with (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.correction: the initial report included recall, notification, and correction number ((B)(4) in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of motor stall was unclear at this point. Patient was 7 months away from end of battery life. Pump was replaced and being interrogated and not recovering. Patient weight was unknown. Patient had medical history of spinal cord injury (sci)- severe (complete quadriplegia) spasticity. Patient had dose of intrathecal baclofen (itb) more than 1300 mcg/day at flex dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was receiving lioresal via an implantable pump. The patient reported feeling increased spasticity and discomfort on (B)(6) 2018. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s pump was interrogated and a stall was noted on (B)(6) 2018. The actions and interventions taken to resolve the issue was the pump was replaced on (B)(6) 2018. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.